Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 iphone 7 app was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).